Event description:
This report is being filed because the gripper lines could not be moved, which has the remote potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During gripper line movement check as part of the deployment process, the gripper lines could not be moved. Trouble-shooting steps were performed; however, the gripper lines still could not be moved. The clip was not implanted and the cds was removed. A new cds was used to successfully complete the procedure, with mr reduced to 1, and no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty/inability to remove the gripper line was confirmed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for difficulty/inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.